Manufacturer narrative:
B5: it as reported during follow up that the patient was discharged after a week of hospitalization and has recovered from the event. Antibiotic treatment was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized. The patient was treated with vancomycin injection (1gm, once every three days, ongoing, route not reported) and amikacin injection (125mg, ongoing, route, frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.